Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00338 ; (B)(4) - device cracked/broke, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to the 6.5 threaded stem broke off the baseplate. There was two 22mm screws in the baseplate that pulled out once the baseplate failed.